Manufacturer narrative:
Product ID 8709, lot,# j0039906r, implanted: (B)(6) 2000, product type catheter; product ID 8575, lot # n103121, implanted: (B)(6) 2007, product type accessory. (B)(4).

Event description:
It was reported that the patient was experiencing spasms in both legs. Her last refill was (B)(6) 2012 and her next refill was in (B)(6) 2012. Three months later, it was reported the patient was scheduled to get a refill in (B)(6), but did not show up due to extenuating circumstances. It was reported that the patient had some degree of "cognitive deficits" and was "totally immobile." The physician figured the reservoir would last until (B)(6). At the time of report, it was stated that the patient was only having spasms at night. Eleven days after that, it was reported that the patient was scheduled for a refill the following week, but also had an appointment with a neurosurgeon to have the pump replaced as there were only seven months left per the elective replacement indication (eri). The drug used in the system was lioresal.

Manufacturer narrative:
(B)(4).